Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during a routine follow-up, the device was found to be in back-up mode. An attempt to perform a software download was unsuccessful and the device was replaced.